Event description:
It was reported that during implant on (B)(6) 2021 that the atrial lead was unable to be implanted. The atrial lead was not used and the physician elected to complete procedure with a different atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.